Event description:
It was reported to nuvectra that the patient received inadequate and rib stimulation. A revision was performed to pull the leads down and the ipg was also re-positioned due to pocket site pain.